Event description:
A female pt with history of diabetes was admitted to the hospital in 2009 with complaints of numbness in her hands and fingers and swelling in her lower extremities. Two days later, the pt underwent right and left heart catheterization along with a carotid angiogram which demonstrated a completely occluded right internal carotid artery and several blockages of both the right and left coronary arteries. Stents were placed in the left coronary artery, however, the right coronary artery was unable to be crossed. Peri-procedural medications included angiomax, and the procedure lasted approx 3 hours. Systolic bp ranged from 170-192 during the procedure. The physician, trained to the mynx device, proceeded to use the mynx for femoral artery closure. A femoral angiogram was performed which showed a stick site below the bifurcation in the sfa. Once the mynx was deployed, the right femoral vein sheath was pulled and pressure applied. Approx 2 mins into the venous pull, the pt's drape was pulled back for better site management at which time a large hematoma was discovered that ran laterally from the pt's hip across the groin and into the medial thigh. It was reported that this was a peri-procedural hematoma, present prior to mynx deployment. A nurse and tech were able to control the groin site and the pt was transferred to recovery. At 4 pm, 4 hours post procedure, the pt was started on a heparin drip. This was discontinued at approx 2:45 am in the next day, due to access site bleeding and oozing. At 1:00 am in the next day, the pt was unresponsive and hypotensive. She began to receive a blood transfusion. At 3:30 am, a cerebral CT was performed, which documented a cerebral artery infarct (cva), and an ultrasound of the lower extremity documented a pseudoaneurysm. At about couple of days, (exact date unk), the pt underwent surgical repair of the pseudoaneurysm. The pt was discharged one week later. No further information is available.

Manufacturer narrative:
Based upon the information provided, and the investigation performed by accessclosure, the cause of the reported pseudoaneurysm with surgical repair as well as the cva is unk. Pseudoaneurysms are known complications of catheterization procedures, regardless of closure device use. They may also occur with manual compression. It was reported that there was a pre-existing hematoma prior to closure. The origin of the hematoma, either from the arterial or venous sheath is unknown. No further follow-up information was provided. There is no evidence to suggest that the mynx device did not meet specification or perform as intended. It was reported that access was achieved through the sfa. Per IFU, the mynx vascular closure device is indicated for use to seal femoral arterial access sites. In addition, the safety and effectiveness of mynx have not been established in pts with uncontrolled hypertension (systolic bp > 180 mm hg).